Event description:
The patient was admitted for a procedure in 2008 with a 95%, type b1, de novo lesion in the proximal left anterior descending (lad) branch. The lesion was pre-dilated and a 2.75 x 18mm cypher select plus stent easily crossed the lesion. When attempting to deploy the stent nothing happened. Another attempt was made, but the balloon would not inflate. The inflation handle connection was checked and seemed connected. Negative pressure was pulled and blood was noticed. Therefore, the stent was removed. A competitor's product was implanted successfully. There was no reported patient injury.

Manufacturer narrative:
This cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.